Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced manipulator controller ergo base (mceb) to resolve the issue. System was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system displayed repeated nonrecoverable fault 23065 after startup, prompting staff to disable the ergonomic controls on the surgeon console to continue. The staff performed several power cycles of the system and also cycled the circuit breaker, but the fault continued to occur. The ergonomic controls on the affected surgeon console remained nonfunctional, while the second surgeon console operated normally, so the procedure was continued using a single surgeon console. The customer reported event has no report of patient injury.